Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when they positioned the sheath over the guide wire, they encountered difficulty in advancing the device. It was noted that the sheath kinked and broke into two pieces. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned navigator hd access sheath revealed that the dilator and sheath were bent. It was also noted that the sheath was broken approximately at 4.3cm from the hub, and it had numerous whitened areas caused by stress. The noted defects might be due to patient stricture, while the whitened areas in the sheath might be caused by stress due to bending sheath. These failures likely occurred due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when they positioned the sheath over the guide wire, they encountered difficulty in advancing the device. It was noted that the sheath kinked and broke into two pieces. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.